Event description:
Allegedly, unknown failure.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Sectio b.5: additional information in description / section d.1: brand name has been update/ section d.4: model # update/ section f.6: awareness has been update/ section h.6: medical device problem code has been updated.

Event description:
Allegedly, unknown failure has occurred. Additional information received on date 10/28 that based on the radiograph, the tibial base is lifted off the tibial bone. Postoperative loosening can be assigned to this incident.